Event description:
During (B)(6) 2012 follow-up, the subject device could not be interrogated. It was also reported that during previous follow-up on (B)(4) 2011, the subject device had to be reprogrammed because the parameter settings had changed compared to the previous follow up. No further information is available at this time.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.